Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated MDR#s 2937457-2014-01236, 2937457-2014-01237, 1225714-2014-00803, 1225714-2014-00804, 1225714-2014-0005 and 1225714-2014-00806.